Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to orthogeriatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the correction of an elbow fracture, a partially threaded cannulated screw was found to be backing out. The fracture is healing and no adverse events have been reported as a result of the malfunction.